Event description:
It was reported that the user experienced several recent, unpredictable episodes of low glucose while using the ilet system; during one episode the cgm read 70 mg/dl with shakiness and dizziness, the user self-treated with multiple bread slices, and a confirmatory fingerstick read 136 mg/dl; the user typically does not announce meals, which could maladapt the algorithm, and no device component issue was identified. Symptoms included dizziness and shaking. Outcomes included the need for oral carbohydrate administration to treat hypoglycemia. Investigation included communication with the user and analysis of user-provided data. Investigation of this case revealed no device malfunction and identified a usage problem related to improper or incorrect method, specifically inconsistent meal announcement that could affect therapy. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. Troubleshooting and education were completed, and additional training was assigned.

Manufacturer narrative:
Initial.